Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient's son has been trying to keep track of the interstim over the last few years. A while ago, back in 2020 he has a note that says don't go above 4, call and get a new device. On (B)(6) 2021 he noticed they went from 2.9 to 4.9 and then brought it down to 3.20. The last month or two the patient is constantly going to the bathroom. Today it was at 5.7. It used to be if it was above 3.0 amplitude it would bother the patient. The caller doesn't think the patient touched it because they don't know how to use the patient programmer. The patient went from 3.20 to 5.7 and caller doesn't know how it got there. He doesn't know how long it has been on 5.7. Today he brought it down to 3.7. This is the second time it has gone above 4 and the patient doesn't know how to use the patient programmer. Every time the patient goes to the bathroom number one or two it doesn't smell good. The patient has an occasional uti. They are in the bathroom every twenty minutes. The symptoms started a month or two ago. The patient's doctor is now gone and they have a new neurologist. The caller doesn't know if the patient has a doctor that manages the interstim. The patient's settings were checked during the call and the stimulation was off. The caller was asked if he knew the stimulation was off and he didn't. When it was reviewed how the stimulation is turned off with the handset he thinks he might have done it. He said he thought the stimulation off button was the off for the patient programmer. The caller was helped to turn the therapy back on. The stimulation was lowered to a lower amplitude. Stimulation in the bicycle seat area was confirmed and it was comfortable. The patient will maintain the current stimulation level and will continue to track symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient representative. They reported that they thought patient was doing well but then they had a urinary accident this morning. Caller wanted to know if they should change programs. Reviewed realistic therapy expectations. Reviewed changing programs is an option patient can discuss with managing physician if they wish.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.